Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a catheter. The customer reports that the balloon did not deflate on a 16 fr dover 100% silicone foley catheter. The customer further stated that after the balloon was finally removed, the catheter had to be replaced and the patient had to have bladder irrigation for 24 hours due to bleeding and clotting, there were no fragments. The customer stated that medical intervention was required (continuous irrigation) to prevent blood clotting. Upon further clarification from a covidien clinician, the reported incident is more clearly described as, the customer reported that the 16f foley catheter would not deflate during an attempt to remove. The foley catheter with its balloon was eventually removed with no fragmentation noted. Following the catheter removal, the patient had to undergo a bladder irrigation for 24 hour due to bleeding/clotting

Manufacturer narrative:
For an updated model number and lot number. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A sample was received for evaluation. Visual inspection and functional inspections were performed. The catheter was inflated with water using a 10cc syringe. The balloon was inflated and deflated within time specification. The reported issue could not be confirmed; therefore a definite root cause could not be determined. However, the most probable root cause can be due to clear material formed or introduced into the inflation channel or it could already be formed inside the channel which can cause non-deflation. The manufacturing personnel were made aware of the reported issue. As a current control, the catheters are being tested during incoming inspection to review the integrity of the product. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.